Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, a "backup battery failure" occurred. The patient was manually ventilated and transferred to another ventilator. There was no patient harm reported.